Event description:
The customer observed falsely elevated architect stat troponin-I results on one patient. The results provided were: on (B)(6) 2022 sid (B)(4) initial= 0.378 ng/ml /repeated=0.025 ng/ml /repeated on i1sr65133=0.028 ng/ml. Customer reference range for troponin= 0.00 to 0.034 ng/ml; critical 0.120 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for architect stat troponin-I reagent lot 78489un22. A review of tracking and trending did identify trends for list number 02k41. However, the trend identified is not related to the issue under review because it is a different lot number. Device history record review on lot 78489un22 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient median for 78489un22 are within the established limits. However, the cal f rlu mean for the lot 78489un22 was not within the established limits. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 78489un22 was identified.